Event description:
It was reported the xenon light source had connection issues and got a b30 communication error. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the phenomenon was reproduced at the inspection result by the repair department, it is presumed that abnormality on communication with endoscope occurred and b30 was displayed due to wear of output socket. This issue was solved by replacing the socket (rv382000) because it was worn out, but no water was contained. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide correction based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the information provided for the investigation, communication error b30 was not reproduced, but it was confirmed that communication error occurred resulting in the disappearing of the image. The probable cause was most likely attributed to a faulty output socket. Based on the investigation results, a definitive root cause could not be determined olympus will continue to monitor field performance for this device.